Manufacturer narrative:
Additional information noted that at the pre discharge follow up no out of range values were noted and the device was reprogrammed for optimization. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was scheduled to do changing shock impedance measurements as well as ineffective shock therapy delivery after a heart valve and aortic operation. On the day of the revision the shock impedance measurements were within normal range. A decrease in the shock impedance measurements was noted within the last weeks as may have been a result of the mentioned heart valve and aorta operation. Defibrillation testing was done prior to the revision but it was not possible to induce an arrhythmia possibly due to drug therapy that patient was taking. The physician once again tried induction testing and was able to induce an arrhythmia. The device was effective at delivering a shock and normal shock impedance measurements were noted. The physician disabled shock therapy in the ventricular tachycardia zone while anti tachycardia therapy remains available. There was also high pace thresholds noted during induction testing but as the patient was not pacemaker dependent this was an acceptable range and the pacing outputs were adjusted. The system was not replaced and the pocket was never opened. A routine pre discharge examination was planned. No additional adverse patient effects were reported. A review of the information by boston scientific technical services noted that the drop in lead diagnostics for rv intrinsic amplitude as well as rv and shock impedance were observed around the same period, end of (B)(6) 2016. Which may coincide with valve surgery mentioned. Ts discussed that at a later date, when patient has adequately recovered from surgery, one might consider an ep study to assess effectiveness of atp as atp and shock appeared to be ineffective due to a rhythm which looked to be like a supraventricular tachycardia in origin and hovering around the cut off of 170 beats per minute in the vt zone.